Event description:
Analysis of the returned device found that the distal end of the guidewire was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that there was white, green, bubbly, blistered substance on the nitinol between 11 cm and 21 cm from the distal end. This is known to be polyvinylpyrrolidone (pvp) from the hydrophilic coating. However, the coating was found to be present on the device. There was a slight bend 0.8cm from the distal end. The device was kinked 13cm from the distal end and the nitinol had partially broken at this point. The nitinol had not fully separated from the device and the core wire was intact. It appeared that the device had kinked and then the nitinol broke. It was not possible to determine the cause of the nitinol break.